Event description:
New information noted that event was first observed remotely via merlin.net.

Manufacturer narrative:
The reported event of lead noise was not confirmed. A partial lead was returned in one piece for analysis. Electrical, visual, and x-ray evaluation were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-21038. It was reported the atrial and right ventricular leads exhibited noise that triggered pacing inhibition. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.